Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and xenform were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to rectocele, cystocele, vaginal prolapse, and stress urinary incontinence. It was reported that following insertion the patient experienced infection, urinary problems, dyspareunia and vaginal scarring. It was reported that the patient underwent mesh revision/removal of a portion of graft, and posterior colporrhaphy repair on (B)(6) 2008. (B)(4).

Manufacturer narrative:
(B)(4). Concurrent procedures: mid urethral sling, urethropexy using the tension free vaginal tape obturator approach, rectocele repair using capio device and xenform graft, anterior vaginal cystocele repair using capio and xenform graft, bilateral sacrospinous ligament fixation using capio device.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.